Manufacturer narrative:
The reported event was that an adverse event occurred without any identified device or use problem. As received, a complete lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant, the right ventricular (rv) lead was entrapped in a heart structure. The rv lead was explanted; a section of chordae tendinae was observed on the rv lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.